Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Patient said they can't get the ins to charge past 75%. Reviewed how to use the recharger application. Patient started a charging session and the ins went from 75% to 100% during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been unable to charge the implant since (B)(6), the previous week, and presented for evaluation. At that time, the device was found to be turned off despite a reported battery level of 25%. The caller said the patient required emergency room evaluation over the weekend due to the inability to move. It was noted that the patient had contacted a manufacturer representative regarding the replacement of the recharger. Still, it was advised that a new device could not be issued until the required documentation was completed, which had not yet been received. Patient services confirmed during the call that the patient had the appropriate equipment for charging the implant, and during troubleshooting, the caller connected to the implant and verified that charging was occurring. The healthcare professional reactivated therapy and confirmed that the battery had depleted on the (B)(6), which resulted in therapy being turned off. The issue was resolved following troubleshooting, and the patient was redirected to the healthcare provider for further evaluation. Additional information received from patient representative indicating that now the implant was 100% charged. The patient provided additional information, confirming previously reported information that the hcp was able to turn their therapy back on, but was wondering about the chances of it happening again and the possible cause of the therapy turning off. Patient services reviewed battery longevity and that the battery got depleted resulting to the therapy turning off on its own. Patient then stated that the therapy kept easing down, from 75% to 25% and then to 0%, but it's okay now. The patient also mentioned that they never got any training to make it work.